Event description:
The sales representative reports that the doctor placed an implantin 2004 that expired in 2002-03 (march, 2002). There is currently no reported problem with the implant, and it still in the pt's mouth. Since the label clearly states the sterilization/expiration date the clinician should not have placed an expired implant which was not sterile.